Event description:
May, 2006: user facility requested evaluation and repair of skull clamp. No pt involvement or complaint notification was provided. Four weeks later:integra was advised device was involved in an incident while in contact with a pt. Pt sustained a scalp laceration, which requested sutures.

Manufacturer narrative:
An investigation has been initiated based on the reported info.